Event description:
Physician reported ruptured device, capsular contracture, baker grade iii, on the left side. The healthcare professional later reported a patient experienced the events of ¿accumulation of fluid in the left breast . Pain increased and patient started developing hematomas in the breast and the left shoulder when lying on the left side¿. A patient¿s representative reported the patient experienced ¿increasing fatigue, shortness of breath, difficulty concentrating, massive sleep disorders, depression and anxiety, restricted libido, dysregulation of the thyroid, headaches, forgetfulness, severe weight loss, severe body odor, slightly decreased eyesight (occurring irregularly), frequent bladder infections, multiple candida infections, sensitivity to noise, frequently swollen lymph nodes in the jaw and neck area, severe chest pressure, visible changes of the breast, back and shoulder pain, repeated fainting / loss of consciousness, constant breast pain (stinging, pressure), pale skin and severe dark circles under eyes, swelling of face, hands, legs, feet and accumulation of fluid in the lower abdomen and upper arms, full body pain, throbbing nerve pain, sensitivity to light, food intolerance, heart racing, night sweats, chronic forehead and nasal/sinus infections, eye burning and watering, feeling disorder, indigestion and stomach ache, herpes simpex virus, kidney disorders (bladder infections, kidney stones and kidney pain), nocturnal psychoses and hallucinations¿, ¿suffering from hashimoto¿, ¿hair started falling out¿, ¿severe gum bleeding and inflammation in the mouth, pain in the left breast¿, ¿tingling in the fingers and stiff fingers¿. The device was explanted and replaced with a non-allergan device.

Event description:
Physician reported ruptured device, capsular contracture - baker grade iii. It was later confirmed by the healthcare professional reported a patient experienced the events of ¿accumulation of fluid in the left breast . Pain increased and patient started developing hematomas in the breast and the left shoulder when lying on the left side¿ with inspira textured silicone gel filled breast implant. A patient¿s representative reported the patient experienced ¿increasing fatigue, shortness of breath, difficulty concentrating, massive sleep disorders, depression and anxiety, restricted libido, dysregulation of the thyroid, headaches, forgetfulness, severe weight loss, severe body odor, slightly decreased eyesight (occurring irregularly), frequent bladder infections, multiple candida infections, sensitivity to noise, frequently swollen lymph nodes in the jaw and neck area, severe chest pressure, visible changes of the breast, back and shoulder pain, repeated fainting / loss of consciousness, constant breast pain (stinging, pressure), pale skin and severe dark circles under eyes, swelling of face, hands, legs, feet and accumulation of fluid in the lower abdomen and upper arms (since 2020), full body pain, throbbing nerve pain, sensitivity to light, food intolerance, heart racing, night sweats, chronic forehead and nasal/sinus infections, eye burning and watering, feeling disorder, indigestion and stomach ache, herpes simpex virus, kidney disorders (bladder infections, kidney stones and kidney pain), nocturnal psychoses and hallucinations¿, ¿suffering from hashimoto since 2017¿, ¿hair started falling out in ¿, ¿severe gum bleeding and inflammation in the mouth, pain in the left breast since ¿, ¿tingling in the fingers and stiff fingers since the beginning of 2019¿.the device was explanted and replaced with a non-allergan device. Left side.

Event description:
The event of autoimmune disorder is not device related.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: red particles on the surface of the shell. Broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade iii. Device has been explanted.